Event description:
Patient seeking legal action. **update** (B)(4) 2014- sales rep reported revision surgery. Patient was revised to address pain and elevated metal ion levels. There is no new additional information that would affect the investigation. The complaint was updated on: (B)(4) 2014. Update: (B)(4) 2014 - medical records received. Patient was revised to address corrosion on the taper, yellowish-brown fluid in the joint and bony erosion. The stem and sleeve are being added to the complaint. This complaint was updated on: (B)(4) 2014.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Examination of the reported device was not possible as it was not returned. A search of the complaints databases finds no other reports against the product and lot code combination since its release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.